Event description:
Device reported to malfunction during the use of the vms electrotherapy waveform. No patient injury.

Manufacturer narrative:
The device evaluation and any additional findings will be provided upon conclusion of the device evaluation.